Manufacturer narrative:
Concomitant products: 4592 lead, implanted (B)(6) 2012.

Event description:
It was reported that the patient presented pre-syncopal with dizziness. The right ventricular (rv) lead was exhibiting high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.